Event description:
Customer reported low blood glucose reading of 27 mg/dl. Customer believes that the cause of the low reading may be due to not eating enough. Customer treated the low blood glucose reading with juice. Customer also reported another incident where her blood glucose levels dropped to 30 mg/dl and was treated with a glucagon shot. Customer stated that her predict alerts are set to 20 minutes, however the insulin pump alarms within 5 minutes. Customer believes that when a sensor ends overnight the thresh suspend is not on and she is left vulnerable to a low blood glucose reading. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.